Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector portion measuring 28.4cm was returned for analysis. External insulation abrasion breaching the optim sheath was noted at 18.2-18.3 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.